Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90-95% stenosed right coronary artery. Predilatation was performed on the lesion with a 3.0 x 15 mm balloon catheter, after which attempts were made to cross the 3.0 x 28 mm xience xpedition stent delivery system (sds); however, these attempts failed due to the anatomy. No force was used during the attempts to cross. It was further reported that resistance was also felt during retraction of the sds from the anatomy. Another 3.0 x 28 mm xience xpedition sds was advanced and the implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. No additional information was provided.